Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 chemistry analyzer. The fse inspected the instrument and determined that the ise tubing was the cause of the failure. The fse replaced the ise tubing which resolved the issue. The fse performed system verification successfully. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the au5800 chemistry analyzer generated false sodium (na) and chloride (cl) patient results on cell #1. The customer reported the results out of the laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event.